Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge went from 15% battery life to 30% battery life upon plugging the pump in to charge. In addition, it was reported that the pump time was inaccurate. Reportedly, the pump time was "behind" by 4-5 hours. Customer corrected the pump time. There was no impact to customer's blood glucose level.

Manufacturer narrative:
Time loss issue- no failure identified. The failure investigation has been completed. Based on the analysis, the alleged battery issue reported was verified. In addition, a different issue was found.